Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00x12mm promus premier drug eluting stent, it was noted that the stent was defective and not crimped on the balloon. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had begun to "dog bone" which suggests that the stent was partially expanded by inflating the balloon. The maximum stent profile was measured and is within the specification. There are no anomalies between the manufacturing data and the specified parameters. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. Solidified media was found to be present inside inflation lumen. The balloon wings were slightly open on the distal and proximal ends showing signs that positive pressure was applied. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 3.00x12mm promus premier¿ drug eluting stent, it was noted that the stent was defective and not crimped on the balloon. The device never entered the patient's body. No patient complications were reported.